Event description:
Customer complaint alleges "director in dept. Of anesthesiology found that the steel wire in the middle layer of the tube deformed during bending the tube ". Alleged issue reported as detected during use.(cont.) No patient harm reported. Patient condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). Corrected data: brand name corrected to hudson et tube, cuffed, spiral-flex 7.0. Lot# corrected to 73c1800573. Catalog# corrected to 5-12614. Expiration date corrected to 22-mar-2023. The customer returned one unit 5-12614 et tube, cuffed, spiral-flex, 7.0 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the tube is cut on the proximal side of the "i.d. 7.0" marking. This caused the wire to unravel out of the tube, leading to the collapse of the inner wall of the tube. Visual examination also revealed that the tube is kinked at multiple locations towards the distal end of the et tube. The kinking observed is consistent with a coil reinforced tube that has been pinched with a high force. No other defects or anomalies were observed. The IFU for this product states, "if a reinforced tube is used orally, a bite block is recommended." The reported complaint of "wire deformed in use" was confirmed based upon the sample received. The returned et tube appears to have been cut on the proximal side of the "i.d. 7.0" marking. This caused the wire to unravel out of the tube, leading to the collapse of the inner wall of the tube. The returned et tube was also found to be kinked at multiple locations towards the distal end of the tube. The damage observed is consistent with a coil reinforced tube that has been pinched with a high force. Therefore, based on the damages observed, it was determined that operational context caused or contributed to this event.

Manufacturer narrative:
Qn# (B)(4). The device involved has not been received for evaluation by the manufacturer at the time of this report. However, a device from the same family in current manufacturing was used for testing. Samples (125) were taken from the current production and visually inspected. The issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. Customer complaint cannot be confirmed at this time. Root cause cannot be determined. No corrective actions can be established. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "director in dept. Of anesthesiology found that the steel wire in the middle layer of the tube deformed during bending the tube ". Alleged issue reported as detected during use. (Cont.) No patient harm reported. Patient condition reported as fine.